Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. It was reported that intra-operatively, the needle was a centimeter or two off. The software was showing them at the target, but the stopper was not yet at the guide stem. They pulled the needle out and confirmed the tip stop was at the correct measurement. The navigus appeared correct. The site re-locked and were now accurate. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.